Event description:
It was reported that after centrifugation with 2 bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml there was poor barrier separation. There was no report of patient impact. The following information was provided by the initial reporter: sample not separated after centrifugation customer collected the sample in cpt tube and centrifuged it following IFU. The gel didn't move during centrifugation and the sample wasn't corrected separated. We suggested to repeat the procedure increasing centrifugation to 20 to 30 minutes but, again, the sample was not properly separated.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after centrifugation with 2 bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml there was poor barrier separation. There was no report of patient impact. The following information was provided by the initial reporter: sample not separated after centrifugation customer collected the sample in cpt tube and centrifuged it following IFU. The gel didn't move during centrifugation and the sample wasn't corrected separated. We suggested to repeat the procedure increasing centrifugation to 20 to 30 minutes but, again, the sample was not properly separated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.